Event description:
The patient experienced a loss of stimulation sensation following rectal surgery 2 weeks ago. The patient programmer could communicate with the device but when adjusting the stimulation higher, still felt no sensation. She was re-directed to her physician. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).